Event description:
During a lobectomy procedure, during the first use of the instrument, the physician placed the instrument across the pulmonary artery to transect the tissue. When he pulled the trigger, the device did not fire. It did not cut or lay down a staple line. Another instrument was used to complete the procedure. There was no pt consequence.